Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. Two still angio images showed that the talent bifurcate was ~15 ¿ 20 mm below the left renal artery and there was a proximal type I endoleak. There appeared to be lack of any proximal stent graft opposition beginning at the level of the bare spring. The proximal neck diameter near the left renal artery take-off was ~25mm, and at the level of the bifurcate measured 30mm. It is possible that the proximal type I endoleak was caused by disease progression; neck dilatation. It is unclear if the bifurcate may have also migrated distally from the original implanted position.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately eight years and two months post index procedure a CT revealed that the patient had a large proximal type I endoleak. Ten days later the physician elected to chimney the left renal artery with another manufacturer¿s 6mm x 59mm stent and implanted an endurant ii aortic cuff. The procedure was completed and the endoleak was resolved. Per the physician, the cause of the event was due to the patient anatomy of disease progression. No additional clinical sequelae were reported and the patient is fine.